Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) is complete. The reported problem (unable to perform battery pack) was confirmed. As received, the charger would not charge a battery pack. Upon eval, there was contamination the battery board. The cause of the battery charger problem is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event from the contaminated charge/ modem.

Event description:
A us distributor contacted zoll to report that charger/ modem sn (B)(4) was unable to charge a battery pack.